Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a blank display. The customer also reported a battery out limit alarm occurring when the battery was changed. Customer stated they did not drop, bump, or expose their insulin pump to moisture. The customer's battery compartment and contacts on their battery cap were also not damaged or corroded. Troubleshooting was able to recover the customer's display by inserting a new battery. The customer also reported the insulin pump passed a self-test. Customer's blood glucose was 403 mg/dl at the time of incident. Customer was able to treat their blood glucose with a syringe. The customer's blood glucose was 327 mg/dl at the end of the call. Customer declined to return the product for analysis.